Event description:
Healthcare professional reported a crusty substance was noted on the jar that caused the o-ring seal to stick to the jar rim. The valve was implanted without incident. They returned the jar for analysis.